Event description:
An erroneously elevated troponin (acc tnl) result from a single patient sample that was generated by the synchron lx I 725 instrument. An initial accu tnl result was 2.65ng/ml.it is unknown if the result was reported out of the lab. On the same day, the patient original sample was re-tested for accu tnl. The repeated accu tnl result was 0.07ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.